Manufacturer narrative:
Device discarded by customer. The impella 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed. Should any additional information is received, a supplemental will be submitted.

Event description:
The complainant reported a (B)(6) male patient had impella 2.5 pump inserted in the right femoral. The patient¿s papillary muscle ruptured and mitral valve replacement (mvr) was performed as a result. The pump was removed and the patient was put on veno arterial venous (vav)- extracorporeal membrane oxygenation (ECMO).